Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer replaced the main board on the unit, but the issue persisted. Furthermore, the customer failed to download logs and will attempt to reset the counters. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Event description:
It was reported to vyaire medical that the bellavista screen failed to decomm and unit failed to turn off with the power off technique. At this time, the customer has not provided any information regarding patient harm or injury associated with the reported event.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h11. Results of investigation: rough handling detected so unable to determine the reason for multiple parts exchanged. Faulty parts were not returned therefore, further investigation and physical assessment of parts were not evaluated. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
The original complaint was confirmed but not duplicated. The uut was tested and found to function to specification. A supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.